Event description:
Manufacturer received a report from an attorney alleging that his client fell when the seat, which had been taped together, broke. The suit also states that the wheelchair was not functioning properly as a result of the large size of the user. The attorney has not permitted evaluation by the manufacturer.